Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after a (B)(4) intraocular lens (iol) was implanted the haptic tore the patient's capsular bag. The iol was removed and relaced with a new lens. Additional information has been requested but not received.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for evaluation. Visual inspection revealed that one of the lens haptics was bent. Also, the lens was returned cut in two and with a scratch. Visual inspection also revealed surface residuals. The lens condition is consistent with a lens that was removed from the patient's eye. Typographical error in initial MDR: corrected ''relaced'' to the word, ''replaced'' all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.